Manufacturer narrative:
The terminal pin was reconnected in the header and both products remain implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that the shock impedance measurement for this right ventricular (rv) lead was above 125 ohms. No adverse patient effects were reported. A lead revision was performed and it was discovered that one of the defibrillation terminal pins was not completely secured in the header of this cardiac resynchronization therapy defibrillator (crt-d).